Manufacturer narrative:
The transmitter failed due to a damaged contact pin.

Event description:
Customer reported that the transmitter light would not turn on and would not charge. The blood glucose reading was 116 mg/dl. Nothing further was reported.